Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage and inspection on (B)(6) 2018 service found that the unit had no audio.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿service technician finding of no audio¿. The unit was triaged and the reported condition was confirmed. The device was opened and inspected for any damaged components. It was found that the speaker wire had been physically damaged resulting in a lack on continuity between the speaker and the pcba. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.